Event description:
It was reported that during a da vinci s hysterectomy procedure, the patient experienced a higher than normal blood loss requiring a blood transfusion. The patient was reported as being stable when the surgical staff made the decision to continue with the procedure without incident. One day post operation, the patient was observed to have internal bleeding and was brought in the operating room where it was determined that her iliac artery had been nicked. The surgical staff controlled the bleeding by packing the affected area and keeping the patient over the weekend. Two days later the bleeding was found to be under control and the packing was removed. No additional patient injury or adverse event has been reported. The surgeon has reported that the patient is doing well with no further issues.

Manufacturer narrative:
Based on the information provided, it was determined that the da vinci s surgical system did not malfunction in a way that would cause nor contribute to the patient injury. It is undetermined if use error was a contributing factor to this event as per the surgeon, it is possible that he unknowingly nicked the patient's illiac artery during the procedure. On (B)(6) 2010, the surgeon reported that the patient is recovering well with no further complications. As of july 16, 2010, no adverse events or system malfunctions have been experienced with the site's da vinci s surgical system.